Manufacturer narrative:
(B)(4). B3: journal article was published in august 2024. D10: unk cerclage cable cat#unk lot#unk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Josephson, brian g. Ab; damron, timothy a. Md. Elevated titanium levels after revision total hip caused by previously unreported mechanism. Jaaos: global research and reviews 8(8):e24.00001, august 2024. / doi: 10.5435/jaaosglobal-d-24-00001.

Event description:
It was reported in a journal article that following a left tha revision, the patient presented with pain and elevated serum titanium levels. An x-ray showed fracture of 2 cerclage cables and non union of the greater trochanter. No additional intervention was noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records and radiographs were not provided outside of the journal article. The journal article was provided and reviewed by a health care professional to create a timeline. Review of the available records identified the following: - images taken 3 years status post left total hip arthroplasty revision. Anterior-posterior (ap) pelvis (a) and ap (b) and lateral left (c) hip views show established nonunion of the greater trochanter on the left. Three cables (zimmer) encircle the proximal left femur with breakage of only the most proximal one. 7 years postop, x-rays showed breakage of an additional cable. Bone scans showed no areas of increased activity to suggest deep infection. Serum titanium level was 19.1 ng/ml. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.